Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 650 mg/dl while wearing the pod between 24 and 36 hours. The patient removed the pod on the way to the hospital. Once at the hospital the patient was treated with intravenous fluids and was not given any food. The patient was prescribed acetaminophen/hydrocodone. The patient was released from the hospital after 5 hours. It should be noted the patient was diagnosed with a blocked artery while at the hospital for this event.

Manufacturer narrative:
The returned device was evaluated and the downloaded data returned an 0x18 alarm, indicating the device has reached an empty reservoir. The device ran for 3464 pulses before alarming and deactivating. The exposed portion of the soft cannula was observed to be kinked. Colored fluid was used for fluid path testing. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined.